Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to observations of an insulation breach, noise, oversensing with no pacing inhibition observed and inappropriate anti-tachycardia pacing (atp) therapy. There were no additional adverse patient effects.